Manufacturer narrative:
Additional information: sections b.3 & d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. This device has been deemed a failure in situ. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. Device testing could not be completed due to loss of lock. External equipment was exchanged; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.